Event description:
It was reported that the patient experienced discomfort in her back and legs and had inadequate stimulation. No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.